Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt was implanted on (B)(6) 2010. The pt then experienced a fall; the details of the fall were unk. It occurred at some point during the evening or in the middle of the night of (B)(6) 2010. The pt was being rushed by ambulance to the emergency room in the middle of the night. The pt complained of leg weakness and severe back pain. The pt was admitted to hospital. The pt experienced an epidural hematoma that resulted in temporary paralysis with loss of lower extremity movement. It was unclear when the paralysis actually occurred. It was noted that the pt was able to walk into the emergency room, but that at some point afterward, the paralysis of her legs occurred. The entire system was removed (B)(6) 2010, due to an epidural hematoma at t7 and t9-10 area where the lead was. After removal of the system, the pt had return of leg motor function and was doing well, though still has some mild weakness on the right side. Add'l info reported that pt recovered w/o sequela.